Manufacturer narrative:
Additional information received on 22 aug 2017 and includes: no additional cuts were made. Batch review performed on 04 september 2017. Lot 147697: (B)(4) items manufactured and released on 16 february 2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain and instability. The cause of the pain and instability is unknown. The surgeon revised the 12mm insert with a 14mm insert. The surgery was completed successfully. X-rays and explants are not available.